Manufacturer narrative:
(B)(4).the support engineer (se) troubleshot the issue with the customer over the phone, the customer to replace the inspiratory electronics printed circuit board (pcb) and analog interface (ai) printed circuit board (pcb). The customer was also advised to consider replacing the inspiratory autozero solenoid.

Event description:
Report received that due to a malfunction of an 840 ventilator, the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.